Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Explanting physician reported defective implant to right side. Device was explanted in pieces. Right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, d.10, h.3, h.6, g.1, device evaluation: visual analysis of the returned device identified: underweight, crease flat and broken shell. A microscopic analysis was performed which identify sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp broken on posterior due to an unidentified (tear) opening. -missing piece of the shell due to inconclusive.

Event description:
Explanting physician reported defective implant to right side. Device was explanted in pieces. Right side.